Event description:
It was determined that when an mlo view is in the procedure the paddle raises to perform shift. The technologist is removing all views from the localization procedure. They will add views as needed while doing the needle localization.

Manufacturer narrative:
As of today this investigation is still in-progress and a follow-up will be filed as needed.

Event description:
It was reported that during a biopsy procedure the needle localization paddle released automatically when in manual mode. No injury was reported. A field engineer was dispatched to the site. Additional information has been requested.